Event description:
Customer reported a hospitalization due to diabetic ketoacidosis. Customer stated that the insulin pump had indicated that insulin was being delivered but the blood glucose reading was not correcting properly. Customer declined to provide further details on the hospitalization. She also reported that the sensors gave inaccurate readings. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.